Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated their blood glucose (bg) value on the bg meter was 89mg/dl before replacing the sensor with a new one. The patient inserted a new sensor and during the 2-hour warm up period, the patient stated they woke up and was being loaded into an ambulance and was transported to the emergency room (ER). While in the ER, the patient stated the 2-hour warm up period completed and entered his calibrations at that time and his bg value was in the 130's mg/dl at the time. The patient indicated that his girlfriend called the ambulance because the patient became unresponsive. She indicated that the paramedics treated the patient with an injection (contents unknown) before transporting the patient to the hospital. At the time of contact, the patient was doing fine. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Dexcom labeling indicates: during the warm-up period, neither device will provide any sensor glucose readings. Your sensor glucose readings begin after the two-hour sensor warm-up has passed and you entered the initial two calibration bg values into either the smart device or the receiver.